Event description:
The customer reported that the unit has fan speed error. During review of the drpt noted a 12 volt failure occurrence . A 12 volt supply failure may result in shut down of the device during use in normal ventilation mode. The fan speed error is an alarm condition only that may have cause by the 12 volt failure. The service tech replaced the power management board to address the reported problem.